Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument or the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Refer to the report with patient identifier (B)(6) for the mcs instrument involved in this event. Information for the mcs tip cover accessory does not get captured in the logs, so no log reviews were available. No image or video clip for the reported event was available for review. This event is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure, it was alleged the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm) 3 had the tip cover accessory slipping off. This caused the mcs instrument to have restricted wrist movements. The wrist was at about a 90-degree angle. The customer was not able to remove the mcs instrument from the usm3. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The tse asked the caller if they were able to engage the instrument in usm3 to straighten the wrist. The customer stated they could not due to engagement errors. The customer attempted to use a different instrument to straighten out the wrist, but this was not successful. They were able to remove the tip cover accessory with a different instrument. The caller was able to perform this, and they saw the wrist of mcs instrument as "the shaft and metal were not lining up". The tse asked if the customer was able to remove the instrument and cannula together, but they stated that they could not, and the surgeon was going to convert to open. The customer also reported that a fragment fell into the patient, however, did not provide any further details. The customer called back later and stated they had to make an incision to remove the trocar. Isi followed up with the initial reporter and obtained the following additional information: the surgeon made the incisions bigger and finished the surgery via open procedure. The mcs tip cover accessory fell inside the patient during the procedure. The nurse was not able to provide any further information. Isi followed up with the tse manager and obtained the following additional information through review of the initial call from the customer to technical support: the customer was able to remove the mcs tip cover accessory and never indicated they lost control of it while it was inside the patient. The customer never indicated they could not remove the mcs tip cover accessory from the patient after they removed it from the instrument.